Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's therapy connector to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed therapy connector and determined that the cause of the reported issue was due to physical damage. The therapy connector housing had been shattered and was unusable.

Event description:
The customer contacted physio-control to report that their device's therapy connector was broken. As a result, the device may not be able to have a defibrillation therapy cable connected to it. This would result in defibrillation therapy being unavailable. There was no report of patient use associated with the reported event.